Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. Impella cp pump was returned for evaluation. It was visually inspected and a large purge gap with bearing wear failure was found. No other abnormalities such as biomaterial, damaged outflow, were found. As per clinical, the impella cp had pump stop during 11th day of support. Data log was reviewed, and high motor current pump stop was observed on 11th day of support. The cause of the pump stop was bearing wear with large purge gap observed per field investigation and data log review. The impella cp optical device is not indicated for support more than 8 days of design life period according to design trace matrix.

Event description:
The complainant had an impella cp placed for support of a ami/cgs (B)(6) male patient. The pump was supporting when on day 10 the pump stopped and despite all measures and troubleshooting the pump could not be re-started. The team explanted the pump and did not replace the pump as the patient was stable.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿